Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in process. A f/u report will be provided.

Event description:
The customer reported that the seal safe unit sparked and then the rf box caught on fire. The local fire department was called to the scene. No one was injured in this incident; no treatments or medications were required. The pt age and weight are not available at this time. This report is being filed due to the potential for injury.